Event description:
New information noted that the infection was first observed on (B)(6) 2019 during a follow-up in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16383. It was reported that the patient presented for a generator replacement and unrelated right ventricular lead procedure on (B)(6) 2019. On (B)(6) 2019 it was noted that the patient had developed an infection and their entire system was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.